Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Dealer is stating that the unit motor does start, no lights. The unit is not alarming. Possible worn on/off switch, blown fuses and circuit breaker not popped out.